Event description:
It was reported that the 9800 system was rolled over the table controller causing the table to fall down and smash the ii. No pt was involved.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the destroyed image intensifier, x-ray grid and gasket. The system operates as intended.